Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient's spouse reports that the vns is not working as well as it used to and the patient is have to use their magnet more frequently. Based on the context of the report, it can be reasonably assumed that the patient is experiencing an increase in seizures. No other relevant information has been received to date.

Event description:
Implant card received noting that the patient underwent a battery replacement due to battery depletion.

Event description:
Additional information received that the patient began experiencing increased seizures on (B)(6) 2024 and the patient's wife doesn't feel the vns is working. It was noted that the battery has since died and the patient was referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received confirming that the patient has been experiencing an increase in seizures which was assessed to be due to low battery. The increase was noted to be below pre-vns baseline levels and the intervention noted is a battery replacement.